Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting noise and a decrease in r wave sensing. Boston scientific technical services (ts) discussed the lead appeared to be oversensing the atrium and an x-ray should be performed to check for lead movement. The local area field representative reported an x-ray was performed and indicated the lead had pulled back slightly. Additionally the patient was reported to have an underlying rhythm so there was no pacing inhibition and no inappropriate therapy. The lead was successfully repositioned and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.